Event description:
It was reported that a malfunction code malf 12 occurred, which did not result in the customer's blood glucose level exceeding 500 mg/dl. The customer did not have access to a charger to reset the pump during the initial call, but was informed by technical support on how to perform a pump reset once they had access. After the reset, the malfunction did not recur, allowing the customer to continue using the pump. Technical support advised the customer to contact them again if the malfunction reappeared, and the customer understood these instructions.